Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (05/20/2015 to 11/16/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the vacuum control valve was returned and tested. The vacuum control valve exhibited no odor. The reason for return of the vacuum control valve was not confirmed. ¿the vacuum pump was not returned for functional analysis. The assignable cause of the odor/smells issue is the vacuum pump and vacuum control valve. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and solenoid valve were replaced to resolve the odor/smell issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a "burning smell" (odor) emitting from the sterrad nx sterilizer. There was no report of injuries or human reactions. The customer was advised to turn the unit off and vacate the area until the smell is cleared. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.